Event description:
Report received from the USA stating that the "cord was pulled away from the motor and the wires were exposed." The reporter stated that the cord was yanked. The product was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.